Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged the hi/low motor was drifting. He removed drive brake mechanism and cleaned it, replaced and tested to resolve.